Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in a 53-year-old female patient who had essure (ess205) (batch no. 12271410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy for essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure by vaginal hysterectomy and bilateral salpingectomy. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: lawyer additionally reported serious criterion hospitalization (unspecified event). A batch number has been received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 11 months after insertion of essure (ess205). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in a 53-year-old female patient who had essure (ess205) (batch no. 12271410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy for essure removal). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown, the abdominal pain, pelvic pain, back pain, depression and stress had not resolved and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure by vaginal hysterectomy and bilateral salpingectomy. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: lawyer provided essure lot number: 12271410. Adverse event were specified (previously only medical device removal was reported). Vaginal hysterectomy and bilateral salpingectomy was performed to remove the essure device. A batch number has been received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in a 53-year-old female patient who had essure (ess205) (batch no. 12271410) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy with essure". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy with essure"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy for essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure by vaginal hysterectomy and bilateral salpingectomy. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Lot number: 12271410, manufacturing date: 2005-02, expiration date: 2006-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc. After internal review, event device ineffective was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 13 years 11 months after insertion of essure (ess205). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("or perforation of other organs") in a 53 year-old female patient who had essure (ess205) inserted (lot no. 12271410) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy with essure"). The patient had a medical history of weight increase, lower abdominal pain, fibromyalgia, irritability, bowel discomfort, cholecystectomy, insomnia, gerd, anxiety depression, irritable bowel syndrome, abdominal pain, parity 2 and gravida ii. On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), pregnancy with contraceptive device ("unintended pregnancy with essure"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), heavy menstrual bleeding ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy for essure removal and ). At the time of the report, the pregnancy with contraceptive device had resolved and the abdominal pain, pelvic pain, back pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, heavy menstrual bleeding, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: almost immediately following implantation of the essure device, plaintiff experienced symptoms requiring surgical removal of the essure by vaginal hysterectomy and bilateral salpingectomy. Plaintiff has suffered and continues to suffer from chronic symptoms including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2006: no spillage of contrast was seen through either right or left fallopian tube. Normal filling of the endometrial cavity was obtained. Total fluoroscopy time required was 0.2 minutes. [Pathology test] on (B)(6) 2019: the specimen is received in formalin labelled "uterus, cervix, left and right tubes"-two metallic coils are identified in the proximal lumen of both fallopian tubes (pars uterine area) and are tightly embedded within the surrounding tissue. These two metallic coils (intrauterine device (iud)) related, measures approximately 1 cm each. The two metallic coils and the surrounding tissue are dissected and shipped to a (holding company) as requested. Both proximal portion of fallopian tube tissue with the embedded metallic coils are submitted separately in two containers labelled (right and left). The right tube measures 5 cm long x 0.5 cm in greatest diameter. The left fallopian tube measures 4.5 cm long x 0.5 in its greatest diameter. Diagnosis: vaginal hysterectomy and bilateral salpingectomy: uterine cervix: mild chronic inflammation. No evidence of dysplasia or malignancy seen. Uterine body: hypoactive endometrium with proliferative features. Negative for endometrial hyperplasia or malignancy. Two metallic coils (intrauterine device (iud)) related, each measures approximately 1 cm. Leiomyoma (0.5 cm). Adenomyosis. Serosal surface, unremarkable. Right fallopian tube: fallopian tube with no significant histopathologic changes. Left fallopian tube. Fallopian tube with no significant histopathologic changes. [Ultrasound scan] on (B)(6) 2005: small linear metallic implants are identified in the expected locations of the fallopian tubes; on (B)(6) 2011: there are two complex cysts in the left ovary with internal echogenicity but no obvious solid nodularity or internal vascularity measuring approximately 3.4 cm and 2.5 cm. These most likely represent hemorrhagic ovarian cysts, however, a follow up examination in 3-4 months is recommended. On (B)(6) 2011: there has been interval resolution of the previously described complex cysts in the left ovary. There are normal physiologic simple cysts identified in the right and left ovary as described; on (B)(6) 2016: no evidence of bowel obstruction or perforation is seen. Bilateral tubal occlusion implants are incidentally noted and there is evidence of prior cholecystectomy; on (B)(6) 2018: linear echogenic focus in the region of the uterine cornu bilaterally representing bilateral essure micro insert contraceptive devices. [X-ray] (date unknown): no evidence of bowel obstruction or perforation. Bilateral tubal occlusion implants are seen. Lot number: 12271410. Manufacturing date: 2005-02. Expiration date: 2006-10. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: medical record received. Pathology report received. Medical history, lab data, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.